Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak was confirmed. A definitive root cause for the type ia endoleak could not be confirmed; however, the calcium noted at the first sealing ring limited good apposition. The procedure related harms for the event could not be determined. The report of an intraoperative type ia left untreated and secondary endovascular procedure to implant a bare metal stent was unconfirmed due to lack of the relevant medical information. This event is user related due to the physician left the endoleak untreated at the initial implant and the calcium noted at the first sealing ring limited the good apposition. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name - updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). An intraoperative type ia endoleak was identified. The physician elected to balloon at the level of the sealing rings however, the endoleak remained. A decision was made to conclude the case and continue to monitor the patient.